Event description:
It was reported to boston scientific corporation that a piranha biopsy forceps was used in a procedure on (B)(6) 2023. During the procedure, the cup of the forceps was opened but failed to close. Another piranha biopsy forceps was used to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a051104 captures the reportable event of jaws failure to close. The returned piranha device was analyzed, and a visual evaluation noted that the working length (jacket) was bent and detached on the distal section. The jaws/cups did not return with the device. Due to this condition a functional inspection could not be performed. The device was disassembled, and it was found that the pull wire was broken. No other problems were noted. The reported event was not confirmed. Based on all available information, it is possible that operational factors, handling / manipulation and excess force and/or the interaction with another device while the device was used could have generated the problem of failure to close. In addition, it is possible that when the user felt resistances to actuate the unit, they decided to apply excess force in the handle causing the pull wire to break. Therefore, the most probable root cause is adverse event related to procedure. A device history record (DHR) review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device code a051104 captures the reportable event of jaws failure to close.

Event description:
It was reported to boston scientific corporation that a piranha biopsy forceps was used in a procedure on (B)(6) 2023. During the procedure, the cup of the forceps was opened but failed to close. Another piranha biopsy forceps was used to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.